Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of anxiety and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety and capsular contracture, baker grade iii.

Event description:
Patient reported "biocell/recall". Later healthcare professional reported anxiety, capsular contracture baker grade iii and lymphadenopathies. Healthcare professional also reported myalgia, memory loss, chronic fatigue, and hair loss which are not device related. This record is for the right side. Device remains implanted. Device will not be returned.